Manufacturer narrative:
(B) (4). (B) (4).

Event description:
According to the reporter: pts are experiencing wound dehiscence and extruding suture up to one month post-operatively up to 1 month later. No further details are available, no sample.